Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found that the downstream occlusion (dso) seal was lifted, and the upstream occlusion (uso) seal was buckled. After investigation the results indicated a reportable malfunction due to the lifted dso seal and buckled uso seal. Additionally, the unit's rear serial label was incorrect, and the item number was incorrect. The old item number was 21-2111-0402-51 and the new item number was 21-2111-0300-01. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software to the latest version, reset the unit to standard configuration, and calibrated the dso. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device failing to transfer firmware and being locked out, and during physical inspection it was found that the downstream occlusion (dso) seal was lifted, and the upstream occlusion (uso) seal was buckled. After investigation the results indicated a reportable malfunction due to the lifted dso seal and buckled uso seal. There was no patient involvement.